Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that her implant suddenly stopped working last night by itself. The patient stated that she was in a car at the moment and did not have the recharging equipment with her. The patient tried to charge on (B)(6) 2015, but did not get coupling bars. The patient reported being unable to get coupling bars when she was charging. Further information received from the consumer reported that troubleshooting did not help to get more coupling boxes. The indication for use was spinal pain. No patient symptoms reported. If additional information is received a follow-up report will be sent.

Event description:
Additional information received from the consumer reported that their being new to the situation led to the poor coupling. The patient met with a manufacturer representative who explained it to them and resolved the poor coupling and stimulation turning off.